Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-38 alarm code on channel 2. This event occurred upon power-up. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The root cause of the of the f-38 alarm code was determined to be inoperative/defective force sensing resistors (fsr); the force sensing resistors were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.